Event description:
A couple of hours after starting pt treatment with the model 3100s, operators reported it was very noisy ("squeaky") but it appeared to be functioning properly. As a precaution, the pt was placed on another 3100a without compromise.